Manufacturer narrative:
The initial troponin I stat result from the e411 analyzer of 0.549 ng/ml was accompanied by a data flag. The repeat result of 0.749 ng/ml was also accompanied by a data flag.

Manufacturer narrative:
A specific root cause could not be identified. Calibration and quality controls were acceptable. It was noted that the customer used bd lithium heparin tubes with a centrifugation time of 5 minutes at 5524 rpm. This is not within the manufacturers requirements. Depending on the exact tube type used, a centrifugation time between 10-15 minutes with an rpm of 1000-1300 is required. Only rst tubes are validated for a 5 minute centrifugation time. A pre-analytical issue might be a potential root cause due to a centrifugation time that was too short combined with a g-force that was too high.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for troponin I stat (short turn around time) - troponin I stat. The erroneous results were reported outside of the laboratory. The initial troponin I stat result from the e411 analyzer was 0.549 ng/ml. The sample was repeated and the result was 0.749 ng/ml. The repeat result of 0.749 ng/ml was reported outside of the laboratory. The sample was repeated a third time and the result was <0.3 ng/ml with a data flag. The customer took the sample and ran it on an I-stat instrument where the result was <0.2 ng/ml with a data flag. The customer reported a corrected result of <0.3 ng/ml outside of the laboratory. A new sample was obtained from the patient and the result was <0.3 ng/ml with a data flag. The results of <0.3 ng/ml were considered to be correct. No adverse event occurred. The troponin I stat reagent lot number was 18678100 with an expiration date of 09/30/2016. The field service representative visited the customer site. All instrument tests passed within specifications. All mechanical and operational checks passed successfully. No issue was identified.